Event description:
It was reported that, "above instruments were adversely affected by some unk cleaning process. The problem was discovered when the sets were open interoperational. Case was cancelled on the spot."

Manufacturer narrative:
Na